Event description:
Procedure type: low anterior resection with colo-anal j-pouch sigmoidoscopy/diverting ileostomy. According to the reporter: the instrument was used for an anastomosis at approx 4-5cm from the anal verge. At first the instrument did not show much green in the indicator so the surgeon opened slightly and reclosed the device prior to firing. After applying the device it was noted that the donuts were incomplete and a staple was present in the anvil. The surgeon placed stitches at the anastomosis and a drain. The pt was also given a diverting ileostomy due to the condition of the tissue prior to the start of the surgery. Surgery time was extended by forty five mins as a result. The pt is in well current condition.